Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: at the time of start ventilator: inspected ventilator unable to switch on. Led below the on-off switch also not indicating. Trying to start ventilator its immigrate goes on ambient mode. Showing mains power loss. Battery discharge so unable to take log files. No patient involvement.